Event description:
It was reported that episodes of non-sustained oversensing due to myopotential oversensing were observed. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that programming changes were made. Patient later presented via remote transmission with an episode of vf possibly caused by emi. Further testing was recommended.